Event description:
It was reported that a remote transmission showed the right ventricular lead was oversensing t waves. The oversensing could not be observed in the clinic, however lead sensitivity was reprogrammed and then persisted on the tip-to-coil vector. The physician elected to monitor the lead, which is still in use. No patient complications have been reported as a result of this event.